Event description:
During follow-up, interrogation of the device was not possible and the device was observed to have no magnetic response or pacing output. The patient is not pacing dependent. Abbott technical support was contacted and premature battery depletion was suspected. Device replacement is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.

Event description:
The patient was in stable condition following the device replacement.

Manufacturer narrative:
The reported events of inability to interrogate, premature depletion and inability to pace were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states